Event description:
Caller reported a cartridge alarm issue with their pump, which was noted with consecutive cartridges. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the issue and decided to replace the pump, advising the caller to store and return the problematic pump using the provided shipping materials. The customer acknowledged and understood the steps for receiving and setting up the replacement pump, which would include updated software.